Manufacturer narrative:
(B)(4). Report source, foreign- event occurred in (B)(6). Device history record (DHR) was reviewed and no discrepancies were found. A product evaluation has been performed on a sample of the same batch under standardized conditions, and no unusual behavior has been detected : the complaint is unconfirmed and the product was found conform. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, it took more than 16 minutes for the bone cement to harden. No patient injury has been reported and no delay superior to 30min has been reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The returned device was evaluated and no non-conformity has been detected which could be related to the described event. Reserve sample from the same lot was also evaluated. The test was performed in the laboratory under standardized conditions (23°c, hygrometry >40%) and the sample tested did not show any unusual behavior during mixing, application or setting. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that during the surgery, it took more than 16 minutes for the bone cement to harden. No patient injury has been reported and no delay superior to 30 minutes has been reported. The ambient temperature of surgical room was 21 celsius degree. The storage temperature of product was 21 celsius degree.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.